Manufacturer narrative:
.

Event description:
Two stage revision surgery of a promos total shoulder due to pain and loosening of the poly cemented glenoid component. The patient's cuff had also failed. Therefore the stem and head had to be removed, too. Planned second stage revision with implantation of a reverse shoulder.